Event description:
It was reported by the patient that the pdm (personal diabetes manager) gave a bolus 1.60 units and then again another bolus for the amount of 2.40 units which was not commanded. The blood glucose levels reached 53 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.